Event description:
An ipp device was implanted on 9/25/91. The pump was removed on 8/4/95. The pump was reimplanted on 2/16/96. The pump was removed on 6/24/96. The entire device was removed from the pt on 9/25/96 due to scrotal infection.